Event description:
It was reported the valve was explanted due to endocarditis. According to the surgeon, the organisms that were eventually recovered, indicated the infection was a result of a dental cleaning. The pt was quite ill, but after appropriate dosing of preoperative antibiotics, the valve was explanted and replaced with an sjm issue valve. The pt is reported to be doing well. Additional info has been requested.